Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection was performed which showed a separation between the tubing and the second y-site clearlink. It was also observed during visual inspection that there was a lack of solvent at the tubing (the solvent was not applied in all the circumference of the tubing). Dimensional testing was performed at the tubing and clearlink y-site housing and was according to specification. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that the tubing disconnected at the y-port (clearlink) of a clearlink system, non-dehp continu-flo solution set during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.